Event description:
It was reported during device preparation, the pacemaker was found to have no radiofrequency (rf) telemetry communication. No intervention was performed and there was no patient was involvement.

Manufacturer narrative:
The reported event of rf communication issue was confirmed. The device was received with normal output, normal inductive telemetry, and no rf communication. The device image analysis revealed rf controller was in terminated state, consistent with the reported loss of rf telemetry. Product code reload was performed to reset the rf controller to its default state and was restored its normal rf telemetry communications. Further analysis performed found no anomaly. Rf telemetry communication issues could not be reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.